Event description:
The procedure was ptca and lcx with stent and iabp placement. The pt developed left groin hematoma at iabp site on 10/7/96 and went to the or for iabp removal and exploration of left femoral artery with repair of left femoral artery. Pt needed transfusion. Pt was post op left and right heart cardiac catheter on 10/3/96. The pt did well post op with no recurrence of chest pain. Pt was discharged on 10/13/96 after a vascular consult with medical therapy.